Manufacturer narrative:
We have not received the device for evaluation since the device is still at the hospital. Hence, we could not conclusively determine the root cause of the defect. On 10/24/2018, our sales rep. Confirmed that the blades of the handpiece did not rotate at all when the handpiece was connected in the control unit and the light in the control unit flashed orange indicating an issue with the handpiece. There was no impact on the patient's health as the result of this incident. The issue was detected during the pre-use check and the procedure was completed using a different handpiece in stock. The device was non-functional and therefore the malfunction was detected prior to the case. There has been no serious injury (section 2.13) nor would the malfunction result in a death or serious injury if it was to reoccur i.e the device never functioned at any point of the case and therefore the patient was never exposed or potentially exposed, to the device. However, we have decided to report the incident since our evaluation was based on the reported defect from our sales rep. And the user at the hospital rather than our hands-on evaluation with this defective device itself.

Event description:
During pre-use check, the handpiece failed to operate when it was connected to the control unit.